Manufacturer narrative:
(B)(4). The lot was manufactured january 22, 2015 ¿ january 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the housing. The reported condition was verified. The cause of the condition was determined to be the device missing the film-wrap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leaking reservoir. During filling with fluorouracil and normal saline the solution would not flow into the reservoir, but instead into the housing. There was no patient involvement. No additional information is available.